Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022 it was reported by a facility representative via sems that an ar-12990 knee scorpion broke while in use. This was discovered during use in a procedure.

Manufacturer narrative:
The complaint is not confirmed. One unpackaged ar-12990 was received for investigation. Visual inspection identified that no component broke off the of the scorpion assembly. During functional testing, it was observed that the test needle could not be advanced completely through the scorpion shaft, as it hit a blockage within the shaft. This is most likely the result of prior needle breakage within the scorpion.